Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test was performed to further investigate the reported event. The customer's reported problem was confirmed. When setting up to run an infusion, "cassette not properly attached" message appeared. This is most likely due to an inoperable downstream occlusion sensor, dso. Dso sensor will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not properly attached. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.